Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with acute exacerbation of chronic (B)(6) driveline infection to include spontaneous rupture of draining site further up the driveline tract. Surgical incision and drainage (I&d) of the driveline tract, application of a vacuum assisted closure (vac) dressing, and home IV antibiotics were required to decompress the infection.